Event description:
On (B)(6) 2018, the reporter contacted lifescan (B)(6), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿110 and 160 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The reporter also claimed obtaining results of "73 and 100 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported products were evaluated.it was concluded that the number of complaints for the products did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.